Event description:
During an in-clinic follow-up, noise that resulted in over-sensing, myopotential over-sensing, automatic mode switch (ams) and decreased pacing impedance were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.